Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level in the range of 300 to 500 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump was not working. The insulin pump will not be returned for analysis.